Event description:
Customer reported damage to the pump housing and usb port, which affected the ability to charge the pump, leading to shutdown. There was no reported impact to the customer's blood glucose level as specifics were not provided. The customer planned to use multiple daily injections as backup therapy, while technical support arranged to replace the pump, provided instructions for storage and return, and confirmed the shipping address.